Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. Date of index surgical procedure? =>unk. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported. Please describe any medical/surgical intervention required for this suture event including dates and results. Suture removal. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?no. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).at wound site. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?unk. Were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound?unk. Please describe any medical intervention performed including medication name and results. Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe no. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?unk. What is the patient's current status? =>unk. Lot number? =>unk.

Event description:
It was reported that a patient underwent a total elbow arthroplasty procedure on an unknown date and barbed suture was used. On the elbow joint. One month after the total elbow arthroplasty, an infection occurred and the patient was treated in the outpatient clinic. The stitches were removed in the outpatient clinic but the patient was in pain and it was difficult to remove the stitches. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?